Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant higher power toric iol. The iol was exchanged for advanced technology intraocular lenses (atiol) model company lens 2 months 6 days following the initial implant procedure. Additional information has been requested.

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Additional information was provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).